Manufacturer narrative:
(B)(4): there was no activity related to the complaint observed in the pump histories. The battery was not returned with the pump for investigation. Visual inspection revealed no damage to the battery compartment and cap. Evaluation found that the pump powers up properly and the power circuit does not draw excessive current. The pump was exercised with no evidence of overheating. No defects were found to the power flex, battery connections, and internal components.

Event description:
The patient reported that she received a low battery warning after a routine battery change, and that when she removed the new battery it was hot. She confirmed that the pump did not feel hot, just the battery. There was no reported harm or injury as a result of the incident. The patient stated that there was no physical damage to the battery cap or compartment, and the battery cap was secure to the pump. She stated that the battery cap was last changed less than six months ago. There were reportedly no signs of corrosion to the battery or the battery compartment, and the patient denied exposing the pump to water/moisture.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.